Event description:
The facility reported "battery alarm, battery low when charged for 24 hours". Info was not provided regarding whether or not the failure occurred during an infusion. The hosp rep stated they have no record of any pt incident.